Manufacturer narrative:
Patient called in about a questionable hour glass reading on the dexcom receiver. Patient was getting low readings in the 40s while in the hospital for a bleeding gi tract. While in the hospital for a non-dexcom related issue, medical doctor (md) tested blood glucose (bg) level because of low bg level reading of low 40s. Md administered glucose via IV. Bg levels went from low 40s to 219 in about 10 minutes. This caused the odd readings on the dexcom g4 display for over an hour.

Event description:
Patient contacted dexcom and reported a hypoglycemic event.